Event description:
On (B)(6) 2024, a patient in (country) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In (B)(6) 2024, during a home nurse visit, the stoma was red with a whitish discharge, compatible with candidiasis. The stoma had already been swabbed, but the result wasn't known. The patient was given an unknown oral antibiotic.

Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062912. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.